Event description:
It was reported that the customer was vomiting and was taken to the doctor where it was determined that he had diabetic ketoacidosis. Customer was admitted to the hospital. It was stated that the high blood glucose was caused by a no delivery alarm due to a bent cannula. Blood glucose value was between 500 and 600 mg/dl. Customer was unable to troubleshoot at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.